Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported: femoral implant manufactured by stryker sheared through at the hip end after being installed for a similar break. I was standing still with a slight twist on both occasions on a level surface.